Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and cracked battery tube threads.

Event description:
The caller reported via phone call that the customer received the motor error alarm on the insulin pump while bolusing. The customer's blood glucose was unknown. The caller was unaware of any significant events leading to the alarm. While troubleshooting, the customer was unable to complete the rewind sequence. The customer was advised that the insulin pump needed to be replaced. The customer was advised to remove the insulin pump battery to prevent continued alarms. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.